Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09082. The pt received two scs systems on (B)(6) 2010. The pt programmers were unable to communicate with one of the scs ipg. It is unknown which ipg the communication issue is with. The pt is working with her physician to determine the next course of action. No further information is available at this time.